Manufacturer narrative:
(B)(4). Device evaluation summary: three sealed boxes and an opened box with eight-teen representative samples of product code y496, lot # mmm644 were returned for evaluation. The complaint sample was not received. During the visual inspection of thirty-two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 5 device issues captured in reports 2210968-2019-82064, 2210968-2019-82067, 2210968-2019-82068 and 2210968-2019-82069. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/25/2019. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mmm644 batch number, and no non-conformance related to the reported complaint condition were identified.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. During skin closure, the needle separates from suture during tissue passage. There were no adverse patient consequences reported.